Manufacturer narrative:
D10 concomitant products: unegiatri, unknown egia tri staple (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown) sepehr abbasi dezfouli, arash dooghaie moghadam, nastaran sabetkish, elias khajeh, ali ramouz, ali majlesara, markus mieth, de hua chang, mohammad golriz, and arianeb mehrabi, outcomes and cost of major liver resection using combined ligasure and stapler: a propensity score matching study, 2025, journal of clinical medicine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent liver resection utilizing a hybrid technique versus stapler-only technique between august 2014 and december 2021. It was noted that during the hybrid technique, the main bile ducts and vessels in the liver hilum and the main hepatic veins were divided using a manual stapler with an angulating 45mm reload. There were 492 patients included in the study, the total (n) patients for the hybrid procedure was 152 and complications included intraoperative blood transfusion in 24 (15.8%) patients. Post-operative complications included bile leakage in 20 (13.2%), and relaparotomy in 18 (11.8%) patients. Bleeding was also noted in one patient (0.7%). Outcomes and cost of major liver resection using combined ligasure and stapler: a propensity score matching study, sepehr abbasi dezfouli, arash dooghaie moghadam, nastaran sabetkish, elias khajeh, ali ramouz, ali majlesara, markus mieth, de hua chang, mohammad golriz, and arianeb mehrabi, 2025, journal of clinical medicine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.